Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, the pump was out of insulin and displayed a message to reload the cartridge. The contact reported that the cartridge was successfully able to be reloaded and resume insulin delivery. There was no information provided regarding the customer's blood glucose level. Although requested, no additional information was provided regarding the reported issue.